Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the gantry skins were popping and that adjustment of the gantry skins restored functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the site experienced difficulties opening the gantry door of the imaging system. It was suspected by the site that the cover was too tight on the imaging system. There was no patient present when this issue was identified. No additional information was provided.